Event description:
According to the reporter, during gastrectomy, the knife did not return. The green button was pressed for 10 seconds and forced a restart to release it. The same handle and adapter were used successfully when the reload was replaced. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5l1028) sigphandle, sig power sigphandle handle, (serial number: unknown) sigpshell, sig power sigpshell control shell, (lot number: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.